Event description:
It was reported that during the rv lead revision there was medical adhesive already on the grommet of the device and when getting the setscrew to disconnect from the lead the entire grommet was pulled out. The physician elected to use a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found. However, it was noted that the returned device indicated a missing grommet and a missing set screw.